Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned device found that it was not in its original packaging. The product identification information identifies the device as p/n 72202901 and batch 2048348. The anchor and sutures were not returned with the device. There is debris on the shaft of the device and the distal tip of the inserter is slightly bent. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not verified, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the footprint ultra the sutures came out when checking the tension. It was necessary to make another hole of access in the bone. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.

Manufacturer narrative:
H11 correction on d4 and h4.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the footprint ultra the sutures came out when checking the tension. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.